Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they had a partial display on the insulin pump. Customer stated there was a big black spot that was preventing the customer from properly reading the display. The customer's blood glucose was 88 mg/dl. The customer reported falling and landing on the insulin pump. Customer also reported scratches present on the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Also received with cracked reservoir tube lip, scratched keypad overlay and minor scratched lcd window.